Event description:
The customer reported that when shooting x-rays, the monitor images are not saved. No pt injury was reported.

Manufacturer narrative:
A ge representative has not reported on evaluation of the system. (B) (4)